Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet battery charger was not charging the device despite being connected for an extended period, consistent with a charging problem associated with the battery charger component; after guidance to try a different outlet and confirm proper steps, charging resumed, and a replacement charger was arranged. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem, aligning with a charging problem related to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.